Event description:
It was reported that the device was approaching elective replacement indicator (eri) and premature battery depletion was suspected. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The device was not yet at elective replacement indicator (eri).

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2008; 6944-65, implantable tachy lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.